Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that cables were unable to be attached due to broken and cracked connectors, it was noted that cables could be attached and detached to the output connectors with no issues and that the output connectors were not broken or cracked. It was noted, however, that the case around the connectors was broken, both the upper and lower case halves were broken, as were both bail covers and the ring cover. The lead flex cover was contaminated, both battery contacts were compressed, one bail was missing and one bail was bent, the ring was missing and the battery drawer was broken. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cables would not attach to the external pulse generator because the connector was broken. It was additionally noted that the connectors for the atrial and ventricular connectors were cracked. The generator was returned for service. No patient complications have been reported as a result of this event.